Event description:
It was reported that the patient is experiencing pain on right side and limping. Patient is using a cane and it's difficult for him to get up.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.